Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09sep2019. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The technician found that the touch response was inaccurate. The fse replaced the touchscreen and the issue was resolved. The fse also performed preventative maintenance.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.